Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("malposition of essure device location of device: uterus, migration of essure device location of device: uterus/failure to occlude (close) fallopian tube(s)"), pelvic pain ("pelvic pain") and endometriosis ("surgery (other) type of surgery: endometriosis.") In a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 5 months 7 days after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device expulsion (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (hysteroscopic removal of left essure insert) and surgery (laparoscopic bilateral salpingectomy on the (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion outcome was unknown and the pelvic pain, abdominal pain, abdominal pain lower and dysmenorrhoea had not resolved. The reporter considered abdominal pain, abdominal pain lower, device expulsion, dysmenorrhoea, endometriosis and pelvic pain to be related to essure. The reporter commented: she underwent a laparoscopic salpingectomy during which both of her fallopian tubes were removed but no essure coil was identified within the left tube. She has not yet been able to have the left essure device removed. Date(s) of removal: (B)(6) 2015, (B)(6) 2015. Diagnostic results: on (B)(6) 2015, hysterosalpingogram was performed which determined left essure device had migrated and appeared to be located within the uterus. The right essure device was present. Most recent follow-up information incorporated above includes: on 23-mar-2018: pfs and medical record received- reporter information, patient details, product information, new event dysmenorrhea (cramping). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("no essure coil was identified within the left tube/left essure device had migrated and appeared to be located within the uterus") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (laparoscopic salpingectomy on (B)(6) 2015). At the time of the report, the device expulsion, pelvic pain, abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device expulsion and pelvic pain to be related to essure. The reporter commented: she underwent a laparoscopic salpingectomy during which both of her fallopian tubes were removed but no essure coil was identified within the left tube. She has not yet been able to have the left essure device removed. Diagnostic results: on (B)(6) 2015, hysterosalpingogram was performed which determined left essure device had migrated and appeared to be located within the uterus. The right essure device was present. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.